Event description:
It was reported that the subject device exhibited no image. The issue was observed during inspection at the time of set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.